Event description:
Underwent right shoulder bankart reconstruction and had pain pump catheter placed intraarticularly, which resulted in chondrolysis. Preop x-rays showed no arthritis. Postop x-rays and MRI show advanced glenohumeral joint arthritis. Dates of use: 2007. Diagnosis or reason for use: bankart reconstruction - postop pain relief. Event abated after use stopped: no.